Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed error code 1861. It was reported the pump was dropped. No adverse patient effects were reported. No additional information is available at this time.